Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement gantry motion control box shipped to site 05/11/2016. No parts have been received by manufacturer for analysis. On 05/13/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. System door will not move to close. After replacing gantry motion control the door is able to opened and closed with no issues. Performed system check-out and the unit is working to manufacturer specifications. Issue resolved. On 05/17/2016 a medtronic representative, following-up at the site, reported completing the calibration and performed an imaging system check-out. The imaging system is fully functional.

Event description:
A medtronic representative received a report from a site radiographic technologist (rt) that their imaging system gantry door would not close properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect gantry motion control box confirmed the reported problem. The part was installed in the imaging test system and the system readied. Invalidated home, and motion calibration was successful. Attempted door open, and the rotor moved into position, the gantry box clicked and the door sides did not open. Performed firmware installer and again ran motion calibration with the same result. Door sidewall movement does not occur. The reported issue was confirmed to be caused by an electrical failure due to an amp malfunction.